Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion. Guiding catheter: access. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other 3.25 x 8 nc tenku bdc referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the proximal left anterior descending coronary artery with moderate tortuosity, moderate calcification and 90% stenosed. The lesion was first pre-dilated with a 2.0 mm tenku balloon dilatation catheter (bdc) and then angioplasty was performed with a laser device. The 3.25 x 8 mm nc tenku bdc was advanced for additional pre-dilatation; however, the balloon ruptured at 6 atmospheres for 10 seconds during the first inflation. The device was replaced with a new 3.25 x 8 mm nc tenku bdc, but this balloon ruptured at 6 atmospheres for 10 seconds during the first inflation. A 3.0 x 18 mm xience stent delivery system (sds) was then deployed and the procedure was successfully completed after post-dilatation was performed with a 3.5 mm nc tenku bdc. There was no reported clinically significant delay in the procedure related to the balloon ruptures. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.